Manufacturer narrative:
This report is submitted on february 22, 2022.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Reimplantation is planned, however, this has not occurred as of the date of this report.